Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5149118.

Event description:
It was reported that the patient was not getting an adequate pain relief as the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned per hospital policy.